Manufacturer narrative:
H6; code 100: instrument cycled, fired and properly formed remaining 18 clips without incident. Based upon the inquiry info received, the visual examination, and the functional test, no conclusion could be reached as to what may have caused the reported incident during surgery. The applier was received in good physical condition. Also received with the complaint instrument were 2 clips which were contained in a separate bag, with one of the clips severely scissored. The applier was cycled, fed, and properly formed the remaining 18 clips within design specification. It was concluded that the applier was conforming to design specifications. No conclusion could be reached as to what had caused the clip to scissor during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly. The applier's jaws may become compromised and/or clip malformation may occur if the jaws are closed onto a hard object. Co strives to understand each incident asit occurs in order to continuoulsy improve the products.

Event description:
It was reported during nephrectomy an mcl20 clip applier was not firing and forming the clips properly. The clips which were fired from the device are being sent for analysis. A second clip applier was opened to complete the case. There was no consequence to the pt.